Manufacturer narrative:
Reporting institution name: (B)(6).

Event description:
The customer reported the high alarms are not working. Patient/user involvement is unknown. No harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
An authorized service provider (asp) evaluated the ventilator and was unable to find an error despite checking the logs. The asp performed testing and all tests passed. Based on information provided and/or service performed, the customers alleged malfunction was not confirmed. The root cause at component level cannot be confirmed.